Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The unit was returned for failure analysis but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The video slice (vsl) was installed and tested in the printed circuit assembly (pca) test system. Start up with no error. 10 power cycles were ran and all passed. The image is sharp and clear in both eyes. The board was left in the system for one hour while testing other parts, and it performed with no issue. This board has no trouble found (ntf). However, in reviewing the remote error log, the vsl logged 46 instances of error 45437 reported by the video blend lane (vbl)8 window manager, so the u807 170004 will be replaced as precaution. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
During a da vinci assisted sigmoid colectomy procedure, the customer reported that the video faulted during the case. Technical support engineer (tse) viewed error logs, which showed 48100 and 45437 faults. The customer tried a couple power cycles. After a few attempts to recover, the customer got a tower from a different system and swapped out towers. After doing this, the customer was able to continue after undocking and re-docking the system. The site converted to another da vinci system and completed the procedure. There was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that she spoke with the davinci service immediately about the recoverable fault 40073. They were on the line when the 48100 error began. The system had been working fine, prior to the faulting but that particular system had video flat screen issues x 2. These issues were reported to isi service line a couple of weeks prior as well, requiring the vision tower to be reset via the breaker. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the affected part (cfg,vsl-06, 651380-06) to correct the reported problem. The system was tested and verified as ready for use.